Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and inadequate pain relief and lead migration. The patient underwent a lead replacement procedure wherein the lead had remained implanted and in use.